Event description:
It has been learned that user error": caused demise of a 80 year old femal patient admitted to center on 2/9/93 with a diagnosis of atrial fibrillation, mitrol valve prolaspe, andd toxic megacolon. The patient expired on 2/19/93.there has been delay in reporting this occurrence as the coroner's pathologicst autopsy report has not been received to date, but cause of death was learned recently from the coroner's office.the patient was receiving baxter IV solution 0.8% lidocaine - hcl hung at 8:30 pm with infusion pump "limit" setting at 220 and "rate at 15cc/hr. At 10:20 pm telemetry showed sinus arrythmia, patient was found cyanotic with shallow respirations, and unable to detect blood pressure. At 10:24pm, telemetry showed asystole, patient was without respirations or heart tones. Patient was pronounced dead.the patient was last checked at 1000 am by a staff rn when she changed the credits on the avi pump. It is believed the rn inadvertently set the "flow rate" at 220cc/hr. The "limit" amount was 220cc/hr.the avi infision pump was checked by a bmet in the medical center's bio-medical engineering department. His assessment determined the pump was functioning as designed without failure or irregularity. His hand written notes are enclosedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. The device was not destroyed/disposed of.